Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for hypercoagulable disorder with factor v leiden and may-thurner syndrome. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the inferior vena cava(ivc). The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months post filter deployment, computed tomography (CT) revealed that there was a filter in the inferior vena cava. The apex of the filter was approximately 4cm below the lowest renal vein. The apex appears to approach the anterior wall of the vena cava but does not contact or perforate it. Several of the struts inferiorly appear to perforate the wall. None of the struts appears broken or bent. Approximately, one year three months later, computed tomography (CT) revealed 5 degrees tilt to the right lateral and lower left posterior strut perforates 1mm, approaching but not entering the aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for pulmonary embolism post implant. However, the investigation is unconfirmed for filter tilt, as the medical records state that the filter was tilted by approximately 5 degrees. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2018).

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, three years post filter deployment, CT revealed 5 degrees tilt to the right lateral and lower left posterior strut perforates 1mm, approaching but not entering the aorta. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt and pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and hypercoagulable disorder with factor v leiden and may-thurner syndrome. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.